Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on the homechoice device during drain 5 of 5 of peritoneal dialysis therapy. During troubleshooting, it was noted that the patient had disconnected from the patient line using aseptic technique while in dwell 5 of 5. When the patient returned to continue therapy, the homechoice was alarming with a system error 2240 alarm. The patient did not reconnect to the patient line. Proper procedures were reviewed and the patient was advised to start therapy over using new supplies or to complete therapy using manual exchanges. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.